Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a defective charged coupled device (ccd) unit. During evaluation, it was observed, the switches had aged, the switch box had discoloration, switch 1 had discoloration and the ccd unit was slipping down. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during procedure, the image with the evis lucera elite bronchovideoscope blacked out when using up angulation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide correction based on additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating that the reported issue occurred prior to a procedure and the device was not used to conduct a procedure. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a damaged charged coupled device (ccd) caused the reported issue. However, the root cause of the reported issue was not identified. Olympus will continue to monitor the field performance of this device.